Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that a connector pin was lodged into the device's therapy connector assembly, prohibiting the connection of a defibrillation therapy cable assembly. Without the defibrillation therapy cable assembly connected, the device would not have the ability to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.